Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified dialysis shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.